Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2018 with blood glucose level was above 1100 mg/dl. The customer was treated with insulin drip, bypass, medication in ICU. Customer reported they does not allege pump was under delivering. The customer stated that the drive support cap was appears normal. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.